Event description:
Boston scientific received information that during a routine device follow-up, this pacemaker showed a remaining longevity of one year and a magnet rate of 90 bpm. As the device had been implanted for less than one year, premature battery depletion was suspected. A copy of the device memory was provided to engineering for evaluation. Engineering confirmed the device had reached elective replacement near (ern) and was depleting faster then expected based on the programming and therapy usage. Replacement was recommended. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. No telemetry was able to be established with the device and no pacing output was observed. Initial testing noted the device did not meet minimum expected longevity. The device case was opened to facilitate examination of the internal components. The device battery was removed and replaced with an external power source. Manual testing was performed and it was confirmed the device was able to pace and sense normally. A high current condition was identified. Detailed analysis of the device hybrid was undertaken, which determined that the higher than normal current drain was in the digital part of the hybrid. During probing of the hybrid, the high current condition disappeared. The hybrid was unfolded and microscopic analysis did not identify any conditions that would have caused or contributed to the identified high current drain. The hybrid was tested in many different conditions, at many different temperatures and the high current drain could not be reproduced. During analysis the device was not able to be interrogated and a high current drain was identified; however, the high current disappeared during testing and the root cause could not be identified.

Manufacturer narrative:
The patient was scheduled for another device check in approximately two weeks. At the next follow-up, elective replacement time (ert) battery status was observed and the replacement procedure was scheduled for within two weeks. The device remains in service pending the replacement procedure. This report will be updated when additional information is received.

Manufacturer narrative:
The device was explanted and replaced. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.